Event description:
It was reported that while inserting the indirect decompression spacer (spacer) during the implant procedure, the spacer could not be deployed. The device was removed from the patient and it was found that the spindle cap was broken. The spacer was discarded by the medical facility. A new device was successfully implanted.